Event description:
It was reported through a clinical study, that the patient underwent an initial right total elbow arthroplasty. Subsequently, the patient was evaluated due to persistent pain and limited range of motion. Radiographic imaging demonstrates humeral component loosening. The patient is indicated to undergo a future revision; however, no revision procedure has been reported to date.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed with x-rays and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the humeral component was returned with the poly bearing still attached and has bone cement and bio-debris. There is also some wear on the proximal end of the humeral. Damage shown around the distal end where the item/lot are located are from technician removing bone cement to get to the item/lot information. Measured the product identifiers on the print and all were conforming to the specifications of the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed with medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.